Event description:
It was reported that the patients system experienced impedance issues resulting in ineffective therapy. Surgicla intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.